Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that logmein (lmi) access was blocked on the network. A technical support specialist (tss) remoted into the machine through the remote support service and attempted to restart access via the logmein control panel, but the attempt failed due to inability to access the website. The tss advised the customer to contact their information technology department to have the site whitelisted. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, logmein access was blocked by the network. The device could not be accessed remotely through logmein due to network restrictions. There were no delay or adverse events or injuries reported based on this event.